Manufacturer narrative:
Product analysis: the product has been returned and analysis is anticipated, but has not been completed. Conclusion: without the analysis of the product, no definitive conclusions could be drawn regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that during the implant of a transcatheter bioprosthetic valve, using the inline sheath, the valve wa s positioned without difficulty. After full release of the valve, the delivery catheter system (dcs) was pulled back into the ascending aorta without resistance but the nose cone was not observed to pass the valve. It was noted that the nose cone had separated from the dcs but remained on the non-medtronic guidewire. The dcs was carefully removed from the patient without the nose cone and a 14 french non-medtronic sheath was inserted. A snare was used to catch the distal end of the guidewire and remove the guidewire with the separated nose cone from the patient. It was not known whether the capsule had closed until it was aligned with the catheter tip. The femoral anatomy was reported to be severely calcified. No adverse patient effects were reported.

Manufacturer narrative:
The device history record was reviewed and showed that this product met all manufacturing specifications for product released for distribution. No issues were identified that would have impacted this event. Angiographic films were submitted for review and confirmed that the valve was fully released and when the delivery catheter was removed, the nose cone was detached but remained on the wire. There are no films confirming the use of a snare and sheath to remove the detached tip. A review of the nose cone and inner member shaft under high magnification showed no break to the inner member shaft. There was no ot her evidence of damage observed on the dcs. The investigation by the manufacturing site determined that the inner member shaft had not been fully inserted into the tip thus reducing the bond area and therefore reducing the tensile strength of the unit. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
(B)(4). Product analysis: upon receipt at medtronic's quality laboratory, the device was received with the nose cone detached. There was a n on-medtronic introducer, a non-medtronic snare and a non-medtronic guide-wire returned with the device. The nose cone was received on a non-medtronic guide-wire. The handle of the dcs was intact and the deployment knob retracted and advanced the capsule. The trigger moved to fully advanced and retracted positions and locked in place when released. The tip-retrieval mechanism was intact. The capsule was intact with no evidence of damage and the inner member shaft and spindle hub were also intact with no evidence of damage. The device was returned with the end cap/screw gear snap fit connected. High magnification pictures were taken of the nose cone inner diameter and of the inner member outer diameter. There was traces of blood on the inner diameter of the nose cone. There was no part of the inner member shaft removed and was measured to be 55 millimeter (mm) in length. If information is provided in the future, a supplemental report will be issued.